Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device not detected on bus. A field service engineer removed debris from bottom of drawer, reseated cables and rebooted station inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had station in which device not detected on bus. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected information in section b2: the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.